Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked near the "metal part" of the ports. This event occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between september 02, 2018 - september 03, 2018. The actual samples were not available; therefore device analysis could not be completed on those samples. However, two (2) unopened companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the 2 companion samples and no leak was observed. The reported condition of leak was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.